Event description:
During initial evaluation of a loaner device, physio-control observed that the device showed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to a cracked and shorted capacitor c181 on the user interface pcb assembly.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During initial evaluation of a loaner device, physio-control observed that the device showed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.